Manufacturer narrative:
Additional information: h6 and h10 the esheath was returned with a 26 mm commander delivery system fully inserted through it. The esheath was visually inspected and the following was observed the sheath liner was expanded and the tip was opened as designed. The sheath shaft was slightly curved. The sheath shaft was kinked 2.25 from the strain relief. Scratches were observed on the sheath shaft and strain relief. The sheath shaft was punctured 2.75 from the comnut. Two liner tears were observed the first liner tear was 1 in length, beginning 0.5 from the strain relief. The second liner tear was 1 in length, beginning 1.5 from the strain relief. Due to the nature of the complaint, no relevant functional testing was performed. Due to the condition of the liner tear, no relevant dimensional testing was performed. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed the similar complaints relating to the reported event. During the manufacturing process, the following inspections are in place to detect defects related to the complaint events. All inspections are conducted in 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Patient and procedural imagery was provided for review and the following was observed calcification and tortuosity was present in the patients access vessels. The access vessel was undersize. During the procedure, an inflow strut was bent while inside of the sheath. The following instructions for use (IFU) and training manuals were reviewed IFU for esheath, IFU for commander delivery system, device preparation training, and procedural training manual. Precautions caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath introducer set respectively. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Do not use the edwards esheath introducer set if the packaging sterile barriers and any components have been opened or damaged. When inserting, manipulating, or withdrawing a device through the sheath, always maintain sheath position. When puncturing, suturing, or incising the tissue near the sheath, use caution to avoid damage to the sheath. Complications associated with standard catheterization and use of angiography include, but are not limited to, injury including perforation or dissection of vessels, thrombosis and or plaque dislodgement which may result in emboli formation, distal vessel obstruction, hemorrhage, infection, and or death. System advancement force best practices the following best practices may be considered for a thv procedure at the physicians discretion. Additional considerations should be made for the presence of tortuous anatomy, small vessel diameters and or calcification. Utilize proper crimp technique by performing 3x crimp for 5 seconds every time. This ensures the appropriate crimp profile for the valve to be inserted through the sheath without adding to system advancement force. An additional dilator is included with the system for vessel dilation as needed. Use of a stiff wire (for peripheral access only) can be used in cases with peripheral tortuosity (for example, supracore or lunderquist). This method may be utilized for straightening the vessel anatomy for access, but not for valve crossing. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. System advancement force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification. Perform shallow stick puncture so that sheath is parallel to leg. Use short movements and push delivery system closer to sheath hub. If system advancement force is too high or valve is initially stuck, zoom in and rotate the c arm to ensure valve and sheath are not damaged. Based on the review of the IFU training manuals, no deficiencies were identified. Although the complaint was confirmed, a complaint history review is not required per as the resistance issue has been previously identified in product risk assessment (pra) and corrective action preventative action (CAPA). Each of which capture root cause analysis for the issue. A complaint history review on confirmed sheath puncture (returned and no product returned) from april 2020 to march 2021 for the esheath introducer set (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. A complaint history review on confirmed sheath liner torn (returned and no product returned) from april 2020 to march 2021 for the esheath introducer set (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. A risk assessment was performed on the reported event and the risk of resistance during delivery system insertion though the sheath, punctured sheath shaft, liner tears, and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on how to introduce the delivery system through the sheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficulty or inability to introduce the delivery system through the sheath. Since no product non conformances or IFU training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. However, per management discretion, pra has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risks outlined in the pra remain the same. The pra documents the potential for difficulty introducing delivery system through sheath, resulting in procedural delay, which did occur during this event. Trending analysis indicates complaint rates are within the applicable trending control limits for march 2021. The pra remains applicable and no further action is required. As there was no confirmed edwards defect, no corrective or preventative actions are required. However, after review of the similar reported issues per pra , a CAPA was initiated to investigate issues associated with insertion if the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). The CAPA is currently in the control phase. Corrective action to implement new process controls for sapien 3 ultra apex coverage was implemented. The valve from this complaint event was manufactured prior to corrective action. The reported events were confirmed based on the condition of the returned device. No manufacturing non conformances were identified through evaluation of the returned device. A review of manufacturing mitigations, device history record, complaint history, and lot history supported that a manufacturing nonconformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. The complaint description states, while attempting to insert the valve through the sheath in this highly calcified and tortuous anatomy the operator could not advance. Per the training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. The provided imagery revealed calcification and tortuosity present, in addition to an undersized vessel, in the patients access vessels. The presence of calcification and an undersized vessel within the access vessel can prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. Additionally, tortuosity can result in the creation of sub optimal angles during delivery system insertion that may lead to nonaxial alignment in the advancement of the delivery system. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. CAPA has identified potential areas for s3u design process improvement to mitigate against the failure. Available information suggests that patient factors (calcification, tortuosity, undersized vessel) may have contributed to the complaint event. As there was no note of abnormalities during device preparation, it is unlikely that the damaged sheath was an issue out of box. The sheath shaft puncture and liner tear likely occurred as a result of excessive device manipulation during advancement. As the device was manipulated to overcome the observed resistance and continue to advance forward, it may have resulted in the bent valve strut. The bent valve strut interaction with the sheath, in combination with excessive manipulation, likely led to the observed puncture and liner tear. Available information suggests that procedural factors (excessive manipulation, valve strut caught on sheath) may have contributed to the complaint event.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no:2015691-2021-02336. Manufacturer report no:2015691-2021-02337. Manufacturer report no:2015691-2021-02338.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by the edwards field clinical specialist, regarding a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the operator attempted to insert the 26mm commander delivery system through the 14 f esheath of highly calcified and tortuous anatomy. Advancement was not possible, even after panning for kinks. The operator tried again after assessing wire and sheath tip placement under fluoroscopy. While the delivery system advanced slightly, it became stuck in the sheath. It was discovered that one valve strut was bent which subsequently perforated the sheath and vessel. At some point during the removal, the balloon tore and the distal nose tip separated. A surgical cutdown was required. The surgical team was able to retrieve the valve, balloon, and delivery system. The patient remains hospitalized.